Event description:
Catheter was implanted without incident at the hospital. The catheter was exchanged 7 days later because some small punctures were identified in the extension tubes where they get clamped off during dialysis.

Manufacturer narrative:
Catheters appear to be clamped with sharp or pointed clamps which are prohibited in the product IFU. Clamps may have punctured extension tubes during dialysis approx one month after implantation. Catheter has a repair kit which is recommended for repairing damaged extension tubes so that the catheter does not need to be exchanged.